Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 13.0 and 120.0 cm from the proximal end. The embolization coil was intact with its pusher assembly and had offset coil winds. The pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. Resistance was encountered while advancing the smart coil through a demonstration microcatheter and the smart coil could not be advanced any further. Conclusions: evaluation of the returned smart coil revealed that the embolization coil winds were offset. If the introducer sheath is not properly aligned within the hub of the microcatheter prior to advancement, damage such as offset coil winds may occur. The offset coil winds likely contributed to the inability of the smart coil to be advanced into a microcatheter during the procedure. During the functional test, resistance was encountered as the smart coil was being advanced through the hub of a demonstration microcatheter and the smart coil could not be advanced any further. The non-penumbra microcatheter identified in the complaint was not returned to penumbra for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, a smart coil would not advance out of its introducer sheath into a non-penumbra microcatheter; therefore, it was removed. The procedure was completed using additional smart coils. There was no report of an adverse effect to the patient.